Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during cautery procedure and replacement of implantable pulse generator (ipg) the ipg exhibited non-capture and sensing inhibition. The ipg was explanted and replaced as part of the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.